Event description:
It was reported that x-ray imaging showed the patient¿s lead had migrated. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estmated.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2025 wherein the lead was explanted to address the issue. The lead was disposed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: e1 - initial reporter first/given name.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.